Event description:
During positioning and turning of an ICU cardiac patient two casters separated from base assembly of the critical care ventilator requiring the respiratory care practitioner and transport team to intervene preventing the ventilator from toppling to the deck. The front left and right rear castor assemblies completely separated from the base assembly. The team managed to balance the ventilator on the two remaining casters and place step platforms until the patient was stable enough to get a ventilator exchange. Ventilator sent to biomedical for repair and reporting. Biomedical contacted manufacturer and was advised that a new base would be sent out for exchange. Manufacturer response for ventilator, invasive, puritan-bennett 980 series (per site reporter): manufacturer stated that they will send out a new base assembly. Biomedical to submit defective base assemble to manufacturer for reporting analysis to prevent future occurrence.